Event description:
It was reported that the patient presented with low lead impedance and noise produced by isometric movement. Externalized conductors were seen via fluoroscopy. The lead was explanted and during the surgery the heart was damaged, requiring a thoracotomy. Patient in critical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.